Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013, with a custom titanium hinge knee system and that radiographs allegedly revealed the axle component had disengaged from the femur. A review of invoice history confirmed that patient underwent total knee arthroplasty on (B)(6) 2001 and was subsequently revised on (B)(6) 2005, to remove and replace the tibial bearing for an unknown reason. Additional information received in patient medical records indicates that a second revision procedure was performed on (B)(6) 2010, due to patient hypersensitivity reaction, nickel allergy and chronic synovitis. All components were removed and replaced with a titanium knee system. Patient medical records further revealed that a scar revision and synovectomy were performed on (B)(6) 2013 due to worsening pain. There was no obvious evidence of infection and the femoral and tibial components were well fixed. All components were removed and replaced with a salvage knee system. Revision operative notes report that another revision procedure was performed on (B)(6) 2013 due to recurrent effusion with pain over the anterior tibial area. Scar revision and synovectomy was carried out; however, there was no mention of axle migration in the revision operative notes. The tibial augments, bearings and the lock pin were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "early or late postoperative infection, and allergic reaction." This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-04119 & 05634 / 05636).